Event description:
In 2001 the end-user called disetronic and stated that the infusion sets had a crack in the outer tubing. Maersk medical a/s received the complaint and 3 used tubings on february 15, 2001. The near-incident took place in switzerland.